Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, low pacing impedance was noted on the lead. No intervention has taken place at this time and the patient was stable with no adverse consequences reported. Further information was requested but not yet available.